Event description:
Cooper surgical pneumo-matic insufflation needles (4) from the same lot # 213729, did not pass leak/high pressure alarm test. A different style of veress needle was then tested, passed, and utilized for the procedure without incident. Dates of use: (B)(6) 2017. Diagnosis or reason for use: laparoscopic assisted vaginal hysterectomy. Is the product compounded: no. Is the product over-the-counter: no.